Manufacturer narrative:
H3: device returned for evaluation was changed from no to yes. H6: type of investigation was updated to include b01 for the actual sample received. Investigation findings was changed from c20 to c1601 and investigation conclusions was changed from d15 to d0301. H10: the sample was received for evaluation with a minicap on the dark blue connector and the white clamp was in open position. A visual inspection with the naked eye and magnification noted the female connector was separated from the light blue main body. The insert chip was present and there was no indication of solvent on the top of the insert chip. There was no evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue female connector separated from the twist clamp of a minicap transfer set. This issue occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.